Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 280 units and displayed 60 units. Then, by the end of the day, the insulin gauge displayed 19 units. The customer loaded a new cartridge successfully and had no further issues. As the event had occurred in the past, troubleshooting was unable to be performed as the supplies had been changed. There was no impact to the customer's blood glucose level.